Manufacturer narrative:
Sample is not available for eval. Investigation is incomplete. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: two pts came from the operating room with leaking noted in the device system. Both pts were fine but the devices had to be changed out for new ones. No pt injury report. First incident reference MDR#-3004355956-2011-00240.